Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous transluminal angioplasty procedure below the right knee. The 100% stenosed target lesion was moderately tortuous and severely calcified. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During pressurization in the procedure, the balloon ruptured on the first inflation that was inflated for 30 seconds. The device was removed without any problem and was replaced for a different model to complete the procedure. The device was discarded by the facility so will not be returned. There were no complications reported, and patient status was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6).